Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's right ventricular lead exhibited intermittent capture. The patient felt palpitations. The patient was scheduled for a revision. During the lead revision, the rv lead exhibited high capture threshold. The lead was re-positioned successfully. The patient condition was stable post-procedure.